Event description:
It was reported that during a prostate procedure, the first had a forward firing issue at 13,978 joules. The second fiber had glass cap rotation at 138,482 joules. A third fiber completed case. No injury to the pt reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4): forward-firing of the side-firing surgical fiber; a code request has been submitted.